Manufacturer narrative:
The field representative learned that the patient was scheduled to undergo a non-invasive programmed stimulation (nips) study. It was later confirmed that the patient had additional defibrillation threshold (dft) testing performed, with normal shock impedance measurements observed. No adverse patient effects were reported. No further action was planned at this time. The device and lead remain in service. This report will be updated should additional information be received.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead reported a red blinking light on the communicator. A latitude interrogation was successfully transmitted, revealing a red alert for out of range shock impedance measurements. Latitude showed that the daily measurements for shock impedances had been >125 ohms since this device was implanted. It was noted that the daily measurements were then within normal range twelve days post implant.